Event description:
It was reported that during a lap cholecystectomy procedure, after device placement, the sheath retracted, but activation button remained engaged, and created a safety concern around the device in the surgical field. Opened second device. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.